Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument jaws sometimes did not open. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the joint was difficult to bend. The hinge felt strange. The hand controller operation was not reflected. During procedure, there was a scene when the instrument would not open, but it started working again afterwards. There was no damage to the tissue. The instrument and the cannula were not removed together from the patient, and no additional ports were added to the patient. No pieces fell off the instrument and there was no visible damage to the conductor wire. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.